Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the nozzle of the gastrointestinal videoscope had foreign material. Based on the results of the investigation, a definitive root cause cannot be identified. The IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection: the IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the nozzle of the gastrointestinal videoscope had foreign material. There were no reports of patient involvement.